Event description:
It was reported that during surgery, the device failed to spray and had a battery expulsion. The saline bag was hung over the infusion support. An alternate device was utilized to complete the procedure, and the surgical procedure was followed. The standard usage instructions were followed. There was a 5-minute delay in the procedure while another device was being prepared to complete the procedure. There was no patient impact. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned with the batteries removed from the pack. Functional testing of the returned product found the device did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.